Event description:
Physician unable to identify foley balloon in bladder with transabdominal ultrasound approx 16 minutes after treatment started. Physician pulled gently on catheter without resistance. Treatment was stopped at 17 minutes. Catheter was removed with balloon deflated and intact. Pt was not moving when event occurred. Prostaprobe was securely taped to leg. There was no movement of the catheter suspected during the treatment. New catheter was placed and treatment restarted. The site tested the catheter and noted a leak at the distal ligature. This event is being reported because a similar event could result in a serious injury.